Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead had dislodged. It was unclear how the dislodgement was discovered or suspected. The ra lead was explanted and replaced. Patient condition was stable pre and post procedure.